Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error 3 message on an adc blood glucose meter for 2 days. Customer reported she was unable to test with her meter, but went to a doctor's appointment and returned at 11:30 am. Sometime after her return she "felt like her whole body was sweating and shaking." The customer called 911 and paramedics arrived at 12:15 pm. They performed a test with their meter and received a result of 20 mg/dl. The customer was given "2 glucose tables, 1 cup of apple juice, and some raisins." Her blood sugar was measured with a result of 77 mg/dl. The customer was then given "1 tsp peanut butter, 1 piece of what bread and some jelly." Her blood sugar was tested again with a result of 135 mg/dl, and paramedics left at approx. 1 pm. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated and a new issue was observed. During control solution testing, the meter did not start after control solution was applied to the test strip. Meter and test strips were sent for further investigation. It was determined that the returned meter did not start with returned test strips and with retained test strips. The reported test strips were also tested with a retained meter and all results were within range specification and no errors were observed during control solution testing. Meter was sent for further investigation and the test strip port was dismantled. A raised port pin was observed. The complaint is not confirmed.

Event description:
A customer reported receiving an error 3 message on an adc blood glucose meter for 2 days. Customer reported she was unable to test with her meter, but went to a doctor¿s appointment and returned at 11:30 am. Sometime after her return she ¿felt like her whole body was sweating and shaking¿. The customer called 911 and paramedics arrived at 12:15 pm. They performed a test with their meter and received a result of 20 mg/dl. The customer was given ¿2 glucose tables, 1 cup of apple juice, and some raisins¿. Her blood sugar was measured with a result of 77 mg/dl. The customer was then given ¿1 tsp peanut butter, 1 piece of what bread and some jelly.¿ her blood sugar was tested again with a result of 135 mg/dl, and paramedics left at approx. 1 pm. There was no report of death or permanent injury associated with this event.